Manufacturer narrative:
Patient information was not provided. The lot of the device is unknown. Therefore, also expiration date and UDI are unknown. The customer has not clarified if the device is available. The lot of the device is unknown. Therefore, also manufacturing date is unknown. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Device location unknown.

Event description:
Livanova USA inc has been informed that during a procedure, the medical operator stung while recovering trocar from the cardioplegia cannula. There is not report of any patient injury.

Manufacturer narrative:
Several attempts were done by livanova to receive the complained aortic root cannula for investigation. However, the customer has neither returned any device nor clarified whether the device was still available. No photographic evidence was provided by the customer. No DHR review could be performed as the lot of the device is unknown. Livanova investigation on previous similar events suggested the disconnection was ascribable to an operator error while distributing of adhesive between connector and needle. A dedicated session of training has been performed with the manufacturing operators involved in the production of aortic root cannula. This type of failure has a low probability to cause a risk for the surgeon while removing detached guidewire cause. The failure it is not likely causing any serious injury to patient if it were to reoccur. As a part of continuous improvement project, in (B)(6) 2019 the standard operating procedure for the manufacturing of the complained cannula has been revised including additional check for first piece in curing trocar to luer bond and additional 100% inspection of adhesive cure for trocar to luer bond with needle to test for softness. Manufacturing personnel has been trained on the new revision of the procedure on september 17th, 2019. Livanova is committed to identify possible corrective actions in the manufacturing process aimed to reduce/eliminate this potential human error. Livanova will keep monitoring the market. : device not available.

Event description:
See initial report